Event description:
It was reported that the user experienced frequent low glucose readings while traveling and had not confirmed these lows with a blood glucose meter; the user was advised to consult their healthcare provider and was assigned for additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed an unclear cause for the hypoglycemia with no device alerts or alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.